Event description:
A pt was presented with a ruptured thoracic aortic aneurysm. Treatment with an endofit stent graft was planned. Following surgical arteriotomy of the right common femoral artery, the 24fr diameter sheath was introduced without difficulty into the descending thoracic aorta. The stent graft was successfully deployed. As the sheath was withdrawn prior to closure of the arteriotomy, some resistance was encountered. On complete withdrawal, there was massive hemorrhage due to complete disruption of the external iliac artery. The assumption is that during the procedure, severe spasm developed which gripped the sheath so tightly that upon withdrawal, the artery gave way.